Event description:
Son's new malem alarm malfunctions at night and has caused the batteries to explode inside the alarm unit. The batteries leaked on his neck and burnt him. He has been given first aid treatment at the doctor's clinic. The alarm was purchased new and used the first time at night. It was operated with batteries that came with the alarm.